Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that on 20-sep-2023 a 13.2mm, vticm5_13.2, -8.50/2.0/089 (sphere/cylinder/axis), implantable collamer lens got stuck in the plunger and was noticed to be torn/broken when delivered in the eye while manipulating the haptics. On (B)(6) 2023 the lens was exchanged and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).